Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag did not connect to the catheter tubing properly. The representative had to change them out a few times back-to-back due to leakage, but when cleaning the drain bag there was no leakage with the water. The urine flow was restricted because of this issue and due to this the patient went to the hospital. Stated that it had to be drained there due to severe pain and urine restriction. It ended up with 7 liters being drained from the patient. No medical intervention was reported. Per additional information from cardinal health, it was reported that the drain bag did not connect to the catheter tubing properly. Stated that the urine flow was restricted because of this issue, and it caused the patient to go to the hospital.

Manufacturer narrative:
The reported event was inconclusive since sample condition was unoriginal. It is unknown whether the device had met relevant specifications. The product was not used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted four unopened (with original packaging), urinary drainage bag. Visual inspection of the sample noted filled the 4 drain bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the bag was able to be filled with no issues. A potential root cause for this failure mode could be obstruction in tube". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Wash hands. 2. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. 3. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. 4. Check that urine is draining into bag. 5. To empty bag: a. Remove outlet tube from housing. B. Release clamp and empty bag. C. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. 6. Wash hands. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for obtaining urine sample: 1 . Kink tubing a minimum of 3 inches below sample sleeve until urine is under sample site. 2. Swab surface of puncture site with antiseptic wipe. 3. Insert needle (21g or smaller) through center of puncture site. Be careful to avoid puncturing opposite side of sample sleeve. 4. Remove desired volume of urine. Release kink to permit flow to drainage bag. 5. Send specimen to laboratory." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the drain bag did not connect to the catheter tubing properly. The representative had to change them out a few times back-to-back due to leakage, but when cleaning the drain bag there was no leakage with the water. The urine flow was restricted because of this issue and due to this the patient went to the hospital. Stated that it had to be drained there due to severe pain and urine restriction. It ended up with 7 liters being drained from the patient. No medical intervention was reported. Per additional information from cardinal health, it was reported that the drain bag did not connect to the catheter tubing properly. Stated that the urine flow was restricted because of this issue, and it caused the patient to go to the hospital.